Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient suffered cardiac tamponade, which required a pericardiocentesis and approximately 1 liter of fluid was removed. The patient was reported to be in stable condition. The physician did not provide a causality opinion for the cause of this adverse event. In addition, it was reported during the same procedure, prior the adverse event, the loop on the mapping lasso catheter (17130493l) was off-plane. The catheter was replaced and the second catheter (17174668l) did not deflect as intended. The case was continued by changing the catheter. This malfunction is not reportable malfunction and it most likely did not contribute to the adverse event.

Manufacturer narrative:
(B)(4) it was reported that during the afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and caller reported that approximately 1 liter of fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected and two bumps were found at tip, pu cracks at transition with the peek housing. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. An x-ray of the catheter was taken and it was noticed the t bar's were slightly slid down getting caught at tip. This condition may contribute to the bump and the peek housing cracked observed due to the fact that the t-bar's are applying stress at that point. In addition, corrective actions have been opened to address and resolve these issues. Afterwards catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the visual inspection; however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) the concomitant product: carto 3 (13063), stockert (st-1570), cool flow pump (05335), smarttouch catheter (d132705, 17120312m), and a soundstar catheter (sndstr10g, g3032824) lasso nav variable eco (lot # 17174668l). (B)(4).